Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that device unexpectedly turned off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The biomedical engineer (bme) reported to the remote service engineer (rse) that the device powered down while in use. While troubleshooting the device with the bme and going through the event log with the bme, the rse found error codes " running on internal battery" and "low internal battery" alarm errors. According to the log, the device powered down, and then power has been restored fifteen minutes later. The rse then troubleshot power with the bme and confirmed that the power supply, power management (pm) printed circuit board assembly (pcba), and power cord were working properly. The rse found that the battery was past the 5-year recommendation for replacement, and the bme informed the rse that the battery will be replaced. The bme also will find out which room the device was plugged into and confirm the outlet. Investigation ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.